Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery because the device stopped working. The pump, the reservoir and its tubing were removed and replaced. No additional information was provided.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery because the device stopped working. The pump, the reservoir and its tubing were removed and replaced. No additional information was provided.

Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. During visual inspection it was noted that the cylinder 1 had wear at a fold in the proximal end, middle, and distal end of its body. No leaks were identified in cylinder 1. Cylinder 2 had buckling folds in the middle of it body and two holes from wear at the fold and sharp instrument damage in the proximal end of its body. Cylinder 2 passed pressure and leakage test. The pump was visually and microscopically inspected. Microscope examination revealed that there was bodily fluid contamination inside the pump; therefore, the component was not functionally tested. No leaks were identified in the pump. The reservoir was visually inspected, and leak tested. Visual test identified a hole from wear at a fold in its shell; in addition, the reservoir kink resistant tubing (krt) had a leak consistent with a sharp instrument. The reservoir did not pass the leakage test due to a leak at corner of a fold in the shell. Based on the information available and analysis results, the fluid leak identified in the reservoir could have caused or contributed to the reported clinical observation; consequently, a conclusion code of cause traced to component failure was assigned to this investigation.